Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit passed rewind, basic occlusion test,occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected vibration anomaly noted. Unit received with missing end cap sticker. Unit received with cracked battery tube threads. Unit was programmed with a basal profile. Unit delivered properly the indicated basal amount. No basal delivery or delivery anomalies noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.